Event description:
During index procedure, two resolute integrity rx drug-eluting stents were implanted to treat lesions in the lcx. An mi occurred during the procedure. Circumflex distal embolization was reported after stent implantation, treated with eptifibatide adminstration and thrombus aspiration. There was no evidence of stent thrombosis. Later in the procedure, one resolute integrity stent was successfully implanted to the lad and one integrity stent was successfully implanted to the rca. Investigator stated that the event was not related to the resolute integrity stents. (Ref MFR # 9612164-2012-00332 and 9612164-2012-00333).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi, coronary artery occlusion).